Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty connecting the charger to the ipg. It was also stated that the pocket site was too deep. The patient underwent a revision procedure wherein the ipg was moved to a new location. The patient was doing well postoperatively.